Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the patient presented intercurrence following a laparoscopic bypass procedure. There was a dark bleeding in the patient¿s stool. The case was terminated normally. There was no patient injury.